Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask while performing pd therapy. On the night of onset, the patient went to the emergency room (ER) because the patient was not feeling well and the patient¿s stomach was hurting. While in the ER, it was noted that the patient¿s pd effluent was brown so the patient was given unspecified antibiotics. It was not reported if the patient was admitted to the hospital for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics, which were added to the patient¿s dianeal bag by the patient¿s nurse. At the time of this report, the patient was performing continuous ambulatory pd instead of automated pd. It was reported that, in the past, the patient did not use a mask while performing pd therapy, however, the patient now uses one. At the time of this report, antibiotic treatment was ongoing, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.